Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by your facility for investigation. The photos were evaluated and the indicated failure mode for collapsed tubes with the incident lot was observed. However, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Note that there are potentially varying degrees of tube collapse, based on the temperature and duration of time at elevated temperature. Mildly collapsed tubes will retain vacuum and only show minimal deformation. Mildly collapsed tubes will draw appropriately but may not be able to be processed on laboratory instruments (e.g. May be slightly bowed and no longer fit in a rack). As long as the vacuum is retained and the tube fills appropriately, the tube will function properly. Fully collapsed tubes appear flattened, twisted, and visibly deformed. Fully collapsed tubes retain little or no vacuum and therefore cannot be drawn to an appreciable volume. These tubes are easily identified before use by the healthcare worker, so there is no potential impact to the patient.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, it was reported that the tube with batch number 0196155 were deformed. The severely deformed tube caused the labeling machine was stuck, and the slightly deformed tube caused the instrument to alarm during the specimen processing. The blood need to redraw. The severely deformed tubes were 10%, and the slightly deformed tubes were 20%. The customer has complained for many times, and we hope bd can pay attention to it and fundamentally solve the product quality problem as soon as possible.